Manufacturer narrative:
Limited design history record package review results are within specifications.

Event description:
Further information was provided surgeon regarding the explant. The patient's valve had become stenotic and insufficient and it appeared that the annulus had enlarged. Coaptation of the leaflets was not good and the surgeon stated that it appeared as a "volcano" in shape. Calcium was also seen on the leaflets. The cause of the issue is not certain but likely partially anatomical although the surgeon cannot confirm as it was likely multifactorial. Therefore the decision was made to replace the valve. Replacement valve type was not stated. The valve is not available for return at this time.

Event description:
On (B)(6) 2017, livanova USA office in (b(6) received from FDA a copy of the hospital's medwatch report. It was reported that there was mitroflow aortic heart valve failure. Originally placed in 2014 and explanted and replaced in 2017. The original surgery was on (B)(6) 2014 due to severe aortic stenosis. No further information has been obtained to date. What was the original intended procedure? Aortic val ve replacement device usage problem : device failed (e . G . Broke, couldn 't get it to work or stopped working) other patient information: ethnic background : (B)(6). Other pertinent info : original surgery on (B)(6) 2014 due to severe aortic stenosis per dr.(B)(6). Unique characterist I cs: coronary heart disease.